Event description:
It was reported that the physician requested review of device data to confirm device operation after observing the patient's heart rate in the 30's in addition to pacing spike on the electrogram (egm) not capturing. Initially, there was difficulty performing a device interrogation, but eventually a successful interrogation was reported. Upon review, it was found that the right ventricular (rv) lead was exhibiting loss of capture and high threshold measurements. Further troubleshooting measures were taken and an rv lead dislodgement was found. Subsequently, the patient underwent additional surgical intervention where the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.